Event description:
Patient presented to the physician with blood and pus drainage at the chest incision site. Physician prescribed oral antibiotics. Patient presented back to the physician with improvement.